Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-apr-2023. H6: investigation summary a device history record review was completed for provided material number 305891 and batch number 2211001. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, an entire box of eclipse needles was returned for evaluation by our quality engineer team. Twenty (20) random needles were selected for thorough examination. The needles were assembled with a bd discardit 2ml syringe; however, no signs of defective connection or leakage were observed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported that vaccine medication leaked out of the bd eclipse¿ safety needle during use due to a bad connection. The following information was provided by the initial reporter: "these are the orange needles with item number 305891 and lot number 2211001. These have a bad connection, resulting in vaccine regularly running down the needle."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vaccine medication leaked out of the bd eclipse¿ safety needle during use due to a bad connection. The following information was provided by the initial reporter: "these are the orange needles with item number 305891 and lot number 2211001. These have a bad connection, resulting in vaccine regularly running down the needle."